Event description:
It was reported that the customer received multiple occlusion alarms. Customer did not know if blood glucose level was impacted. During system check with tandem technical support, occlusion was confirmed at the infusion set tubing. Reportedly, the customer was using apidra insulin. Customer reverted to manual injections and blood glucose level was reported as "stable".

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim user guide indicates that the cartridge is contraindicated for use with product other than humalog and novolog.